Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing during an abdominal wall hernia procedure, the handle suddenly made a strange noise and became stiff, and could not be squeezed to the end. The part fell into the patient's cavity and was retrieved. The procedure was completed with another device. There was no patient injury.